Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: only year of birth provided (B)(6). Implant t and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that the doctor implanted a lens in the wrong patient. There were no issues with the quality of the product. The lens was inserted in the right eye and removed during the same procedure. The incision was enlarged. A vitrectomy was not performed. Reportedly the lens was replaced with another pcb00. No patient symptoms. The patient¿s outcome is normal. No other medical/surgical intervention required. No additional information was provided to abbott medical optics.